Event description:
The manufacturer received a voluntary medwatch (mw5156107) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient developed chronic cough, lump on the neck, throwing up every 5/10 minutes, developed medication allergy, couldn't walk for 3 days, night sweats, terrible fevers, asthma, tubes to patient's lungs restricted, headache and more. The patient required no medical intervention. Additionally, the manufacturer is trying to get the clarification on the exact date of the event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.